Event description:
Pt had her second orthovisc injection to her right knee on (B)(6) 2012. The following morning, she found her face and neck to be red, swollen and warm. She also noticed small tiny red bumps over most of her body including, her arms, hands, torso, legs and back which are very itchy. She stated being hot, then cold, and being nauseous, and at night time it is worse. She contacted her doctor and was advised to take benadryl every six hours. This did not help much, and she made an appointment with her internist who prescribed her methyl-prednisolone. After one full day of taking this medication, the swelling has gone down a little, but the red pumps and itchiness are still present. F/u (B)(6) 2012, pt stated she is feeling somewhat better. F/u (B)(6) 2012, pt returned to her internist who said she is doing much better and prescribed her another methyl-prednisolone pack in case her symptoms return or have not progressed to her satisfaction. Pt stated she still has nausea and chills. The swelling on her face and neck have gone down but are not completely gone. A little bit of the rash remains on her legs. Pt stopped taking the over-the-counter benadryl for about a day and a half. The pain in her right knee has returned and she asked her injecting surgeon if she can go to physical therapy.

Manufacturer narrative:
No lot number was relayed to the MFR at time of report.